Event description:
Customer reported via phone call that they were admitted to hospital on (B)(6) 2021 due to high blood glucose level and diabetes keto acidosis. Customer¿s blood glucose level was 1100 mg/dl. Customer had sent to rehab for broken ankle and discovered high blood glucose level. It was known that auto mode feature was not active at the time of incident. Customer had urinary track infection and disorientation. Customer was treated with intravenous insulin drip. Retainer ring was in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.